Manufacturer narrative:
E4: customer reported to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. No anomalies were found during the functional test. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No corrective actions were taken since the complaint was not confirmed.

Event description:
It was reported that there was a respiratory issue. No patient injury was reported.